Event description:
Hospitalized due to dka as per md. Instructed customer to change set and suggested to take correction injection as per md. Troubleshooting performed and pump is operating as designed.